Event description:
It was reported that the wireless recharger was not charging and the battery lights were scrolling. The green light was on the dock. The issue was reviewed and a reset of the device was attempted, but the issue was not resolved through troubleshooting. A request was sent to the repair department for replacement and return. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #:(B)(6), analysis of the wireless recharger wr9200 (serial #:(B)(6)) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.